Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 5 years post implantation, the lens was explanted due to opacification in the central posterior area. Additional information has been requested but no new information has been received.